Manufacturer narrative:
The reported event involving false air in line alarms was not confirmed or replicated during testing using returned administration set. Incident pump module was not returned to enable additional testing of the ail sensor which may have contributed to the customer experience. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:ca-(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reports the pump keeps alarming air in line when there is no visible air in the line. No patient harm reported.